Event description:
The 5 fr power PICC solo was not functioning tpa used twice still not working correctly. Removed the line and found a hole at the 11 cm marking. No other information provided.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.